Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 3300tfx 21mm valve, implanted for approximately six (6) years and 11 months, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A tavr was performed with a 9600tfx 23mm valve. No other details provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that this patient with a 3300tfx 21mm valve, implanted for approximately six (6) years and 11 months, underwent a valve-in-valve procedure due to severe aortic stenosis. Prosthetic valve deterioration was indicated. A tavr was performed with a 9600tfx 23mm valve. Tee showed that the lv function remained moderate-to-severely depressed in a global fashion. There was no pericardial fluid and the valve function was normal. With catheters, the mean gradient was measured at 7mmhg across the valve. Tee suggested a similar gradient. The patient remained intubated and was transferred to the ICU in stable condition while received intravenous norepinephrine. He was extubated the same day of surgery. On pod #1, tte showed mildly elevated velocities and gradients across the valve. There was no perivalvular leak or insufficiency. He was discharged home on pod #2 in stable condition.